Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up. 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil through the microcatheter, the ruby coil became stuck and would not deploy. The physician then decided to remove it; however, upon retraction, the ruby coil unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed from the patient. It was reported that the issue occurred despite careful flushing. The physician then re-inserted the microcatheter into the patient and completed the procedure using different coils. There was no report of an adverse effect to the patient. The exact event date is unknown.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil through the microcatheter, the ruby coil became stuck and would not deploy. The physician then decided to remove it; however, upon retraction, the ruby coil unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed from the patient. It was reported that the issue occurred despite careful flushing. The physician then re-inserted the microcatheter into the patient and completed the procedure using different coils. There was no report of an adverse effect to the patient.